Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced cannula issues of with an infusion set. The cannulas were crimped. The event occurred on (B)(6)2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was 530 mg/dl at the time of the event. Patient took correction injection via mdi for the treatment. No further information was available.